Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter australia that the reservoir of an infusor lv 10 ruptured during storage. There was no patient injury or medical intervention reported. No additional information is available at this time.